Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant procedure. Anterior chamber wash and ciprofloxacin injection of 100 ml was performed. The lens remains implanted.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).